Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for reasons not specified. The customer's blood glucose level was 172 mg/dl. The customer stated that their pump was acting up with readings of a threshold suspend. The customer stated that they will call back at a later time to provided further information about the event. No further information was provided.